Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿ with ketones; however, a specific value was not provided. A correction bolus via the pump was administered, and assistance was required from a school nurse to manage supplies on (B)(6) 2025. Ultimately, the customer reverted to an alternate method of insulin therapy.